Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical (B)(4); the reported malfunction was observed. The high voltage module was replaced as a precaution. The device was recertified and returned to the customer. The high voltage module was returned to zoll medical us; evaluation of the high voltage module was not duplicated or confirmed. No trend is associated with reports of this type.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical (B)(4); the reported malfunction was observed. The high voltage module was replaced as a precaution. The device was recertified and returned to the customer. The high voltage module was returned to zoll medical us; evaluation of the high voltage module was not duplicated or confirmed. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.